Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 40 mg/dl. The customer had not reported symptoms. The customer was treat her low with food and glucose tablets. Customer has been experiencing low bgs for over 3 weeks. Customer's blood glucose value was 40 mg/dl at time of incident. Customer's current blood glucose value was 72 mg/dl and was also reported as 88 mg/dl. Troubleshooting was performed. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low blood glucose. The drive support cap appears normal. Customer reports drive support cap was flush. The product was returned for analysis.